Event description:
It was reported that during implantation of the lens into the patient¿s left eye, the capsular bag tore. Vitreous fluid also entered the anterior chamber. The lens was removed and a vitrectomy was performed. A different model lens was then placed. Reportedly, the patient was put on medications.

Event description:
Additional information received stated that the patient was doing fine post lens exchange. Final reading was: distance vision (dv) without correction was 20/30; pinhole 20/20. Near vision (nv): j5. Manifest refraction (mr) was -0.75; 20/20.